Manufacturer narrative:
The drill bit was returned without ascent packaging, therefore the lot number of the device could not be determined and the lot control sheets could not be reviewed. A reprocessing dot on the drill bit did confirm the device had been reprocessed by ascent. The returned drill bit was viewed under 50x magnification and found to have a combination of a ductile/brittle fracture. The fracture process consists of the formation and development of a crack. The drill bit break was observed to be largely the result of a ductile fracture, with a few points of brittle fracture. The concave structure of the break is typical of a ductile fracture; brittle fractures occur straight across the material. This type of fracture occurs when forces or stress are put on one area of the bit causing a slight bend, crack or stress point on the bit. As the bit rotates during use, this stress point continues to propagate until the breaking point is reached. The device was sent out for third-party testing to determine the root cause of the breakage. Constellation technology determined that the drill bit failed as the result of a bending force that resulted in a ductile fracture. Ascent healthcare solutions' instructions for use state, "avoid excessive speeds" and "do not apply excessive lateral force."

Event description:
It was reported that during the procedure the tip of the drill bit broke off into the elbow bone and was too small to retrieve. There was not patient injury and the patient was reported to be in satisfactory condition post-op.

Manufacturer narrative:
At the time of this report an evaluation on the device had not been completed. Once an evaluation is complete, a follow-up report will be submitted. The representative who reported the complaint did not know the procedure date. All of the device packaging was discarded so the lot number is unknown so the device history record could not be reviewed.